Event description:
Out of the box failure (obf) according to the reporter, the device was plugged into ac power to charge the battery overnight by the hospital's biomedical department. The reporter said that, the next morning, when the biomed pressed the device's on button, it powered up for a few seconds, turned off by itself, and could not be powered back on. The reporter stated the device was still plugged into ac power at the time.